Event description:
The physician has alleged that the unit activated the ultrasonics on its own. As a result, the pt sustained a burn of the dura.

Manufacturer narrative:
The MFR has been notified of the reported complaint. The group leader of software support visited the user facility and tested each of the 4 hand pieces in the presence of the nurse who reported the incident. Each hand piece was observed without activation for 5 minutes, and then activated to ensure its proper function for 2 minutes. None of the hand pieces self activated during the testing. Subsequently, the nurse at the user facility acknowledged that the equipment is functioning properly. Based on the reported info and the onsite eval of the equipment, we are unable to confirm or determine the root cause of the alleged incident.